Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was a faulty patient board (dr board). The root cause of why the dr board failed could not be identified. It was confirmed that the design change of the dr substrate was carried out on (B)(6) 2018, the device in question was manufactured before this design change. It is unclear if this design change could have prevented the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Information not provided. A field service engineer (fse) was dispatched to troubleshoot the device. Upon evaluation, the fse changed the pc board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.